Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer had difficulty inserting the cartridge onto the pump. The customer alleged the issue was due to corrosion on the pump. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.